Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer took to much insulin. It was reported tha the customer was treated with bolus through the insulin pump for high blood glucose and drink sprite for low blood glucose. Customer was declined troubleshoot for high and low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.